Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/19/2014 with the following findings: the time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were successfully performed with no alarms or noise issue. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The pump was opened for further investigation and testing of the motor assembly and no moisture corrosion was observed. The pump was rewound to the 206 position on 03/19/2014 with no stoppage and no loud/high pitched sound. There was one call service alarm observed in the black box on the reported failure date of 02/08/2014. Product analysis was unable to duplicate the complaint during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (motor issue) issue. The reporter stated that when rewinding and priming the pump, the motor sounds coming from the pump were very high pitched and it appeared that the pump was about to just stop. Reportedly, the patient noticed this with the last couple of site/set/cartridge changes. The reporter denied trauma or damage to the pump and denied moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.